Event description:
It was reported that the collimator fell. No one was in the room at the time of the incident. There was no injury reported. A collimator fall could result in a serious injury depending on if and how it comes in contact with a patient or operator.

Manufacturer narrative:
The ge field engineer (fe) inspected the device and determined that the collimator was not installed properly that caused the collimator to detach and fall. Only one screw was adequately tightened while the remaining two were loose. The fe attached the collimator and adequately tightened all screws.